Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's sensor could not connect to the transmitter, and when the sensor was removed from the body the electrode was missing. The patient's blood glucose at the time of incident was 4.0 mmol/l. The caller was unsure if the electrode was still in the customer's body. The sensor will be returned for analysis and a replacement sensor was shipped to the customer.